Manufacturer narrative:
Additional information provided in d.9., h.3., h.6 and h.11. The device with the lens was returned with the removed plunger. The plunger lock and lens stop have been removed. Viscoelastic was observed in the device. The lens was still in the loading area and showed no signs of advancement. There was no damage observed to the body of the device. The plunger was undamaged. The plunger was reinserted inside the barrel. The plunger did not appear loose once it was reinserted into the device. No plunger anomalies were observed. It is unknown if the qualified product was used. The root cause could not be determined for the reported complaint of "lens jammed". The device with the lens was returned with the plunger removed. The lens was still in the loading area and showed no signs of advancement. It is unknown if the plunger was inadvertently retracted. Per the IFU, do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Retracting the plunger can pull the tabs outside of the barrel and cause the plunger to release from the device. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was implanted into the eye when the doctor was positioning the lens and noticed a scratch. The lens was removed. The second and third lens were jammed in the cartridge. The fourth lens was implanted successfully.